Manufacturer narrative:
Update part: lot number: 9763817, expiration date: 06/18/2016-06. Device manufacture date: 06/19/2013.

Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation.

Event description:
Medtronic received information this coil would not detach with an instant detach or using manual detachment method during the coiling treatment of an aneurysm. The physician decided to remove the coil and found the coil was detached. It was reported the physician withdrew the coil successfully. The physician then replaced it with another coil and completed the procedure. No patient injury was reported as a result of this procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.